Manufacturer narrative:
Numed believes that the problem could possibly be the way that the user facility is storing the catheters. Numed pulled two comparative catheters from our quarantine area and tested them. These catheters were over 9 years old and did not display the brittle characteristics reported from this user facility. This is the second complaint from this facility about the brittleness of the z-5 atrio catheters. A (B)(4) interventional systems representative will be following up with the user facility on how they are storing the catheters. There is a statement in the instructions for use that these catheters should not be stored in sunlight. There is also a symbol on the catheter label that represents that the catheter should not be exposed to sunlight.

Event description:
Numed was first notified of this complaint on 03/26/2013 and it was described as "the balloon shredded into pieces upon prep." The product was not used on a patient. There was no other information available at that time. Numed completed an MDR decision tree based on the information that we had at that time and determined that it was not a reportable complaint since it was not used on a patient. The user facility submitted a report to the FDA 06/24/2013, and it was then sent to numed by the FDA. The MDR report was received at numed on 07/18/2013. Based on the additional information that was included in the MDR report (that was not reported in the original complaint), numed has updated their MDR decision tree to make this complaint reportable based on the new information received on 07/18/2013. The MDR report states that the patient was a (B)(6) female who later passed away "due to cardiac arrest; due to a coronary artery anomaly, and that this event was not related to the patient's death". The initial report had it happening during prep and stated that the product was not used on a patient.